Event description:
It was reported that insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: I notify the poor quality insyte autoguard catheter, it curves in the patient's vein causing veins to leak. We request the return of the introcan catheter.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: I notify the poor quality insyte autoguard catheter, it curves in the patient's vein causing veins to leak. We request the return of the introcan catheter.